Manufacturer narrative:
Apoc incident # (B)(4). Other product to be investigated: product: g3+, lot# n24116, mfg date: 23-dec-2024, expiry date: 06-apr-2024. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 02-sep-2024, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant pco2 results on a patient. There was no patient information available at the time of this report. Method, date, tested, pco2, product: I-stat , (B)(6) 2024, 17:59 >130mmhg, g3+ lot# n24116; I-stat , (B)(6) 2024, 18:07 >130mmhg, eg7+ lot# n24111a; I-stat , (B)(6) 2024, 19:05 >130mmhg, eg7+ lot# n24111a. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # 961470 the investigation was completed on 20-nov-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for eg7+ cartridge lot n24111a and g3+ cartridge lot n24116.